Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The actual date when the event occurred in unknown. The date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s daughter reported customer¿s adc freestyle libre sensor produced a reading that was subsequently believed to have been erroneously high. It was further reported that on an unspecified date customer received a sensor result of 396 mg/dl and subsequently lost consciousness. Customer was treated by a healthcare provider with glucose via intravenous infusion. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. A valid sensor serial number was not provided. The reported complaint does not pertain to the freestyle libre reader. Therefore, no further investigation into the reader will be required. The dhrs (device history review) for all libre sensors within expiration at the time of complaint were reviewed and showed there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was conducted and based on the investigation results and the comprehensive analysis, it was determined that for the reported complaint, there is no indication that the device failed to meet specifications. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer¿s daughter reported customer¿s adc freestyle libre sensor produced a reading that was subsequently believed to have been erroneously high. It was further reported that on an unspecified date customer received a sensor result of 396 mg/dl and subsequently lost consciousness. Customer was treated by a healthcare provider with glucose via intravenous infusion. No additional treatment was required. There was no report of death or permanent injury associated with this event.